Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for evaluation. The microcatheter was not returned for analysis. The pusher was received in 2 pieces. The body coils were broken distal of the hypotube to the body coil laser weld joint. The body coil and lead wires were stretched beneath the transition black pet. The distal black pet over the heater coil shows signs of thermal cycling. The body coils are stretched and deformed through the remaining body coils. The reported complaint details stated the coils broke within the microcatheter during retrieval. Based on the available information and device evaluation, the complaint was confirmed as the body coil was found to be broken. The specific root cause of this complaint cannot be determined, although the investigation findings are consistent with the application of excessive force on the pusher during retrieval, which overcame the tensile strength of the device/materials. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00218.

Event description:
It was reported that during a balloon assisted treatment for a ruptured anterior communicating artery aneurysm, multiple attempts were made to detach the coil; however, the coil did not detach. Upon removal, the pusher coil stretched and then unexpectedly detached in the aneurysm. The coil was left implanted in the aneurysm. No intervention was performed. There was no reported patient injury. The patient was discharged with no neurological deficits and normal vitals.